Event description:
It was reported to philips that the system gave an alert indicating the flexviewing computer could not display grabbed video inputs, preventing imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.